Event description:
It was reported that low pacing lead impedance and increased capture threshold were observed. The patient is asymptomatic. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.